Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with reference results provided by end-user at time complaint was filed: date: (B)(6) 2013; inratio: 1.8, 1.6; reference: 2.3; mean: 1.9; confidence limits: 1.3 - 2.7. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user: date: (B)(6) 2013; inratio: 1.8 and 1.6; mean: 1.70; sd: 0.14; %cv: 8.32. Since %cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. The last in-house therapeutic donor testing performed on reported lot 305773 on (B)(6) 2013 yield the following results: donor: (B)(6); inratio: 2.9, 2.7, 3.2; reference: 2.66; bias threshold 1.66 - 3.66; %cv: 8.58; 234; 2.8, 3.4, 3.3; 3.01, 2.01 - 4.01; 10/15. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No further investigation required. Conclusion: analysis of the client's data from repeat inratio and reference tests revealed that test result comparison met accuracy and precision criteria. The customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned, therefore, retain products were used for investigation testing. The retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4) discrepant complaints have been reported for lot # 305773, yielding a complaint rate of (B)(4). This reaches the action threshold of (B)(4). Note brick lot number 296545 with strip code nx2jw material was split into two different lots: lot # 305773 into (B)(4) (smaller lot). Lot # 303234 into (B)(4) (larger lot). Therefore, (B)(4) discrepant complaints have been reported for lot #'s 305773 and 303234, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4); corrective action is not required at this time. There is no corrective action required at this time, as no product deficiency was established.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013; inratio inr: 1.8 and 1.6; laboratory inr: 2.3. The time between the two inratio results was ten minutes and the time between the inratio results and laboratory results was two hours. Therapeutic range is 2.0-3.0 for the pt. There was no additional info provided.